Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the mapping catheter became entangled with a non abbott ice catheter. The mapping catheter was pulled inside a non abbott sheath, which caused the ice catheter to bend and get pulled inside the sheath with the mapping catheter. An attempt to separate the 2 caused the sheath to bend over itself inside the inferior vena cava. The mapping catheter was straightened and the devices were removed with no consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Visual inspection revealed the distal coupler is displaced, the pellethane tubing is corrugated and torn. Microscopic inspection revealed the distal coupler was shifted causing the pellethane tubing to be compressed and the paddle frame to be out of plane. Additionally, the electrodes were displaced and the spline was torn, exposing the nitinol frame. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported entangled catheter could not be conclusively determined. The cause of the damage to the paddle is consistent with damage during use.